Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: not happy with the staple lines and some of the staples are not completely formed.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the stapler locked out on tissue with a black reload on the first firing. A new stapler and reload was used to complete that firing and all subsequent firings. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).batch # p56018. The analysis found that one plee60a device was returned with no apparent damage and with a gst60t partially fired cartridge loaded on the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.